Event description:
I am trying to get help. I had a breast augmentation performed in 2007. I began to have complications such as pain on my breast following with infection that caused the skin on my breast to open. I called the surgeon who performed the procedure, but he refused to see me. His staff advised for me to go to the hospital. I went to the hospital and the dr advised to have the implants removed since there was major infection that was a life or death matter. Finally, I had the implants removed by another surgeon, he saved my life! Of course, I had to pay for that procedure as well and I am still being billed from the hospital. My life has changed dramatically, my dream was to look better, but the result is my worst nightmare. I feel deformed, I only have one breast and half of the other with scars that will remain there all my life. I know all of this could have been prevented if dr who performed my breast augmentation had taken action. I cannot believe how drs ignore pts and treat a pt like an animal, that's how I feel! How can they get away with this? Can someone please give me advise? Or where can I seek help?